Manufacturer narrative:
E1. Initial reporter phone: (B)(6). The device evaluation was completed on 03-jul-2023. The device was returned to biosense webster (bwi) for evaluation. A visual inspection and screening test of the returned device were performed following bwi procedures. Visual analysis revealed a hole in the pebax area with reddish material in the inside. A screening test was performed and the device was recognized correctly; however, hi force was observed in the carto 3 system. Resistance of the sensor pads on the printed circuit board (pcb) was measured and no problem was found. A manufacturing record evaluation was performed for the finished device, and no internal actions related to the reported complaint condition were identified. The force issue reported by the customer was confirmed. The issue could be related to the reddish material found inside the pebax. It should be noted that product failure is multifactorial. The instructions for use (IFU) contain the following recommendations: to ensure accurate force readings, verify that the force reading is near zero when the device is not in contact with tissue. If the force reading is not near zero when the device is not in contact with tissue, perform zeroing. If the force problem persists, replace the device cable or the device. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified the hole in the pebax. Initially contact force went hi only when ablation. No error code. The catheter interference mark was displayed only when ablation. Performed zeroing and replaced the cable, but the issue continued. Resolved by replacing thermocool® smart touch® sf bi-directional navigation catheter with another new one. The procedure was successfully completed. The procedure was completed without patient's consequence. The force issue was assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on (B)(6) 2023 there was hole in the pebax area with reddish material in the inside. The hole in the pebax was assessed as MDR reportable. The awareness date for this reportable lab finding was (B)(6) 2023.